Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular exhibited oversensing of the atrial channel with pacing inhibition. Technical services discussed possible programming options. This lead remains in service. No adverse patient effects were reported.